Event description:
Caller reported a temperature alarm occurred, identified as temperature alarm 11, while the pump was charging. There was no adverse impact to the customer's blood glucose level. Technical support advised against the use of third-party charging supplies, and the caller acknowledged the recommendation. The caller was able to clear the alarm and continue insulin delivery.